Manufacturer narrative:
Method: device manufacturing records were reviewed. Results: review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported by a company representative that a vns patient experienced an infection after implantation of the stimulator. The information was provided by a neurosurgeon who indicated the infection was confirmed by a blood sample. The surgeon's interventions included antibiotic treatment inside the chest pocket and move the generator to a new pocket in the chest. The physician believes the event is related to vns surgery. Additional information was received through a company representative indicating that definite cultures were not provided by the surgeon. Moreover, the reported infection seems to have resolved with the treatment of antibiotics and re-positioning of the generator on another chest pocket. However, the surgeon indicated the infection started on the chest where the stimulator was implanted and before second surgery and antibiotic treatment, patient had some reaction up towards the neck, but only a little. At the moment the patient is doing well and the infection has cleared. No further interventions are planned.